Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted.  (B)(4). It was indicated that the device is not returning for evaluation; it remains implanted, therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor is planning to perform a reverse optic capture and also a lens rotation for tecnis toric intraocular lens (model zct150 +16.0 diopter) because the lens rotated 22 degrees post op and the patient is a little hyperopic. Also, doctor reported lens dislocation and haptics were too short. The lens remains implanted. No further information was provided.